Event description:
It was reported to medtronic minimed that the customer alleged the pump battery lasted for 2 days. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was partially performed and the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current measurement and self test however, the pump was received with high sleep current. The trace and history files were successfully downloaded using thump. The power management graph confirmed that the battery depletes faster than expected. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 21.0 received the lowbatteryalert (104) on 08/26/2025 16:49:00 faster than expected at 3.6 days. Battery cycle 17.0 received the lowbatteryalert (104) on 08/23/2025 00:03:00 faster than expected at 2.7 days. Battery cycle 15.0 received the lowbatteryalert (104) on 08/19/2025 23:06:00 faster than expected at 2.51 days. Battery cycle 13.0 received the lowbatteryalert (104) on 08/17/2025 03:32:00 faster than expected at 2.76 days. Battery cycle 10.0 received the lowbatteryalert (104) on 08/13/2025 23:49:00 faster than expected at 3.07 days. Battery cycle 9.0 received the lowbatteryalert (104) on 08/10/2025 17:37:00 faster than expected at 3.29 days. Battery cycle 8.0 received the lowbatteryalert (104) on 08/07/2025 05:20:00 faster than expected at 3.52 days. Battery cycle 7.0 received the lowbatteryalert (104) on 08/03/2025 12:49:00 faster than expected at 3.73 days. Battery cycle 6.0 received the lowbatteryalert (104) on 07/30/2025 18:42:00 faster than expected at 2.83 days. Battery cycle 5.0 received the lowbatteryalert (104) on 07/27/2025 14:04:00 faster than expected at 4.88 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/22/2025 16:36:00 after more than 7 days at 20.17 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/02/2025 02:51:00 after more than 7 days at 23.34 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Battery charge lasting less than expected is confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.